Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level. The customer's blood glucose value was 49 mg/dl at the time of the incident and current blood glucose value was 178 mg/dl. The customer also had blood glucose value 165 mg/dl while going to bed and 218 mg/dl when he woke up. The customer was treated with food like candy, milk and peanut butter for low blood glucose. Product will not be returned device for analysis.